Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, it failed to cross the lesion and the balloon ruptured upon inflation. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a nc emerge balloon catheter. There were numerous kinks throughout the catheter. There were tears in the middle of the balloon in a v shape.